Manufacturer narrative:
A ge rep evaluated the system, and found a faulty collimator wire. The wire was repaired, system operates as intended.

Event description:
It was reported the system booted up with a collimator iris pot error, and the collimator stuck. No patient injury was reported.